Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: 6/10/2011 - medical records were received. The revision operative report states the patient was revised to address pain, cysts and nickel hypersensitivity. Complaint reopened to add product. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised to address pain, lysis, cysts and nickel hypersensitivity additional information: litigation papers allege the patient suffered pain, permanent physical injuries, and disfigurement. Papers also allege excessive levels of chromium and cobalt blood levels.

Event description:
Pt was revised to address pain and lysis.